Manufacturer narrative:
Product eval - the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: not enough info was provided from the account to properly complete an investigation. The root cause cannot be determined at this time. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Add'l info was requested on (B)(4) 2011 by phone, fax, and mail. A completed questionnaire had not been received. (B)(4).

Event description:
A surgeon reported three pts experiencing refractive surprises following intraocular lens (iol) implant surgeries. Add'l info has been requested. There are three medical device reports associated with these events. This report is for the first pt.